Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that the haptic of an unspecified rayner iol sheared off during implantation. The healthcare professional determined that the lens was stable within the eye despite haptic breakage and therefore took the decision to leave the iol implanted. The healthcare facility confirms that there has been no injury to the patient as a result of this event and has reported that the patient is happy with their post-operative outcome. Device remains implanted.

Event description:
On (B)(6) 2016, rayner intraocular lenses limited received notification of an event that occurred during use of a rayner iol at a (B)(6) healthcare facility. The event description provided to rayner states that the haptic sheared off during implantation.